Event description:
A 35-year-old male who sustained an unstable right c4 - c5 facet dislocation with spondylolisthesis and cervical spinal cord injury after a fall downstairs on (B)(6) 2025. He was admitted to (B)(6) hospital and underwent c3-c6 posterior cervical fusion, c3-c5 laminectomy and c6 hemilaminectomy and was discharged to rehabilitation hospital with an aspen vistal cervical collar on (B)(6) 2025. He was readmitted to (B)(6) hospital on (B)(6) 2025 because of dislodgment of c3 and c4 screws and re subluxation at c4-5. On (B)(6) 2025, he underwent c3-6 revision of fusion with extension to c2 with plans to perform additional anterior cervical spine stabilization three days later. He was placed on ottobock 50c80 = minerva orthosis while waiting for completion of upcoming surgical intervention. He developed aspiration into the lower respiratory tract with acute respiratory failure requiring intubation and mechanical ventilatory support. He developed pneumonia and his surgical intervention was postponed indefinitely. He was therefore maintained on the ottobock 50c80 = minerva orthosis. On (B)(6) 2025, he was found to have developed pressure injury to both sides of the mandible that over the course of his hospitalization until his death on (B)(6) 2025; progressed to full thickness loss of coverage of both sides of the mandible with exposed horizontal mandibular rami bilaterally.